Event description:
It was reported that "dr (B)(6) revised a grossly loose stem. He removed poly and increased head size to a 36mm head."

Manufacturer narrative:
An evaluation of the revised devices cannot be performed as the devices were retained by the pt and were not returned to the manufacturer. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested, but not made available due to hospital guidelines and protocols. Should additional info become available, the evaluation summary will be submitted in a supplemental report.